Manufacturer narrative:
(B)(4). The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that after inserting the catheter, the catheter came off the snaplock adaptor. The re-insertion of the catheter was performed. No report of a patient injury.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record (DHR) review was performed on the epidural catheter and snaplock adapter with no evidence to suggest a manufacturing related cause. The potential cause of a snaplock and catheter disconnect could not be determined based upon the information provided and without a sample. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
The customer alleges that after inserting the catheter, the catheter came off the snaplock adaptor. The re-insertion of the catheter was performed. No report of a patient injury.

Manufacturer narrative:
(B)(4). The customer returned one sealed kit for investigation. No actual complaint sample was received. The kit was opened and the snaplock adapter and epidural catheter were removed. A visual exam was performed on the components and no defects were observed. Functional testing was also performed and no leaks were detected. The components remained secure during the testing. The reported complaint of a snaplock disconnection from the catheter could not be confirmed based upon the sample received. The returned components passed a functional leak test as well as a functional spo test. A DHR review was performed on the epidural catheter and the snaplock adapter with no relevant findings. The actual complaint sample was not returned; only a representative sample was received. Therefore, the potential cause of this complaint could not be determined.

Event description:
The customer alleges that after inserting the catheter, the catheter came off the snaplock adaptor. The re-insertion of the catheter was performed. No report of a patient injury.